Event description:
Manufacturer was informed that a patient who had a percival valve (unknown model and serial #) implanted sometime last year (exact implant date is unknown) is now noted to have a valve failure. No further information is available at this time.

Manufacturer narrative:
Updated information: b4, g3, g6, h2, h6. The manufacturer attempted to retrieve additional information on the event and the device involved. However, no further information was provided despite manufacturer's multiple attempts of follow up. Since the device was not returned to the manufacturer (still implanted) and device serial # not identified, no further investigation is possible at this time. Due to the limited information available, the definitive root cause of the reported event cannot be determined at this time. Should further information be received in the future, a follow up report will be provided.